Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. It was reported that the patient had an angulated aorta and a left common iliac artery aneurysm (cia). After embolizing the inferior mesenteric artery (ima) and lumbar level 3 (l3) via the right femoral artery (fa), the afx2 bifurcated stent graft was placed. Due to insufficient apposition at the proximal neck (approximately 1.5 stent lengths) and the potential risk of delayed device collapse into the aneurysm, it was decided to implant an afx vela infrarenal. No endoleaks were noted during renal artery marking. After placing the vela, it appeared that the left leg of the afx2 bifurcated stent graft was caught in the angulated portion of the left common iliac artery (cia). The physician considered implant of a gore excluder (non-endologix) cuff or afx limb. After ballooning the left cia for touch-up, angiography confirmed an endoleak from above the bifurcation of the afx2. Removal of a stiff wire and angiography performed from various portions heightened the suspicion of a type 3b endoleak. At this time, it was possible that the endoskeleton could not maintain sufficient internal space although the guidewire and catheter were repeatedly inserted and withdrawn. The physician decided to reline the afx2 with another afx2 bifurcated stent graft instead of placing a limb extension in the left cia. The physician attempted to insert the new afx2 using the already placed sheath; however, strong resistance was encountered at the bifurcation, and the device could not be advanced even with strong force. While repeatedly advancing and retracting the new afx2 the distal end of the vela became deformed and the afx sheath could no longer be pulled down below that point. The decision was made to retrieve the afx2 delivery system. The physician attempted to forcibly withdraw the contralateral leg into the afx sheath by rotating it horizontally, but this attempt failed. The left femoral artery (fa) 7fr sheath was then converted to a cut-down access, and a 14fr dry seal (non-endologix) sheath was inserted to attempt to reshape the contralateral leg proximally and retrieve it. However the dilator could not be advanced due to the contralateral leg cover and the tip was modified to facilitate advancement. Despite advancing the 14fr dry seal sheath, it stopped at the proximal portion of the bifurcation, confirming that it interfered with the contralateral leg of the original afx2 bifurcated stent graft. During attempts to forcibly withdraw the afx2 into the afx sheath by rotating it horizontally, the delivery system was successfully retrieved, but the stent graft was inadvertently deployed within the patient's body in a deformed shape due to the forceful retrieval attempt. Consequently, the procedure was converted to open surgery. The open surgery was successfully completed.

Manufacturer narrative:
The delivery system and stent graft involved in this event are returned for evaluation and their evaluation is anticipated but not yet begun. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. Endologix received one (1) afx introducer system (is) and the afx2 bifurcated stent graft delivery system (bsgds) with blue tape wrapped the y-connector, the yellow contralateral insertion guide piece, and deployed stent grafts that were cut in two separate pieces. There are other stent graft pieces within the cut bifurcated stent graft. The devices were returned in a brown box, inside three clear plastic bags. The returned devices had blood and tissue residue throughout them. The devices were decontaminated. A visual evaluation was conducted. The bsgds was completely connected to the is. The afx is had multiple accordion/kink areas from the proximal tip of the is to the handle. The cause of the accordion/kink in the afx cannot be determined. There did not appear to be any deterioration of the graft material other than the damage that seemed to be caused by the explanting of the device. Due to the poor condition of the graft, we were unable to identify any holes or tears. Endologix was unable to replicate the reported event, and the exact root cause could not be determined. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative unable to advance, deployment issue, bucked material (implant), suspected type 3b endoleak, additional endovascular procedure (reline) and surgical conversion (open repair) with explant are unconfirmed. This is not consistent with the reported adverse event/incident. The 95 degree angulation of the left common iliac artery could have contributed to the reported event but could not be conclusively determined. It was reported that the stent graft was inadvertently deployed within the patient's body in a deformed shape due to the forceful retrieval attempt. This could have contributed to the reported surgical conversion but could not conclusively be determined. The largest diameter of the aorta was only 31mm- off label. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H3: device evaluated by mfg has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.